Event description:
A patient was being transferred to the wheelchair; however, it did not lock when it should have and the patient fell. Our initial evaluation indicates the "roll pins" that secure the brake set levers are partially backed out. This would keep the brakes from fully engaging. We have pictures of the wheelchair.====================== health professional's impression======================the brake did not lock as it should have.